Event description:
Reference number (B)(4). Event took place in the united states. On (B)(6) 2024, the patient encountered a problem with their infusion set soon after it was inserted. Specifically, the tubing became disconnected at the point where it connects to the device. No further information available.

Manufacturer narrative:
H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.